Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was placed without issue. A second clip was advanced into the anatomy and was positioned. During capturing of the leaflets it was observed that the orientation was not optimal and required adjustment. However, multiple attempts revealed that the gripper on the anterior leaflet could not be raised, and therefore was deployed in the current location. A total of three clips were implanted, reducing mr to grade 1-2.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was placed without issue. A second clip was advanced into the anatomy and was positioned. During capturing of the leaflets it was observed that the orientation was not optimal and required adjustment. However, multiple attempts revealed that the gripper on the anterior leaflet could not be raised, and therefore was deployed in the current location. A total of three clips were implanted, reducing mr to grade 1-2.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and entrapment of device (clip caught on anatomy) could not be tested in the testing environment as the clip was not returned and the entrapment was related to patient or procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device appears to be related to the reported gripper actuation issue; however, a cause for the gripper actuation cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance as the clip was deployed where it was caught. There is no indication of a product issue with respect to manufacture, design or labeling.